Manufacturer narrative:
The ri bone pin, part rob10010 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. While all products meet required manufacturing specifications prior to release, a serial number is required to complete a manufacturing DHR review. A complaint history review for similar reported/confirmed complaints has identified no prior events. Although the reported problem was not confirmed, a contributing factor may be component damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the surgeon had completed all his cuts and was ready to cement the final implant during a cori procedure, he went to remove the cori trackers and bone pins. One bone pin bent when he was extracting it from the patient. There was no impact to the patient and the rest of the surgery continued as normal without delay. No other complications were reported.